Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not reported. Omnipod software app version: not reported. Operating system: not reported. Hardware: not reported. Cgm sensor type: not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported multiple hospitalizations occurring over the past 2 years. The patient reported not receiving insulin as expected due to the pod's cannula not being inserted into the infusion site correctly. Additionally, it was reported that the patient experienced skin irritation at the infusion site. Specific dates and details regarding the events were not provided. This report will pertain to the event reported to have occurred in august. Attempts to obtain additional information are ongoing and additional reports will be submitted as required.